Event description:
It was reported that patient experienced an infection and pain with his inflatable penile prosthesis (ipp). The device was functional but due to the infection, the surgeon removed the device, washed out the incision and infection and reimplanted the patient with a spectra penile prosthesis (spp).